Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported during treatment she received multiple alarms for the cycler. While correcting the alarms she discontinued treatment. Upon opening the cassette door she discovered fluid leaking. She was advised to discontinue treatment and contact her pd nurse. The cycler set was discarded. Later follow up with the patient's pd nurse determined that the patient's effluent remained clear. There were no signs of infection and prophylactic antibiotics were administered. No adverse event reported at this time.